Event description:
It was reported to philips that the device failed the defibrillation test. There was no patient involvement.

Manufacturer narrative:
The customer worked with the technical support representative. The device in the error log has error (7:34:10) which means the capacitor energy is low. The device needs a high voltage capacitor. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the high voltage capacitor. A quote for its replacement was sent to customer. The customer rejected the repair quote. The device remains at the customer site. No further action at this time.